Event description:
Customer reported a high discrepant result on a pt hba1c. No injury was reported for this event.

Manufacturer narrative:
Customer reports controls were within range. However, customer further states controls had not been run since october, 2011. Neither a correlation or linearity have been performed on the instrument. Manufacturer support confirmed that the customer was not performing the test protocol per instructions provided for test. Support personnel reviewed proper technique with customer.